Manufacturer narrative:
Vyaire file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported vyaire medical that the avea ventilator stating that ventilator is giving circuit disconnect alarms while on patient in ncpap mode, as of this time, there is no information about patient harm associated with this reported event.